Event description:
The patient reported that when the start button on the previously working remote monitor was pressed, it failed to power up. The power button was blinking, but no additional indicator lights came on and no transmission was initiated. Set up was verified and the batteries were replaced to no avail. The monitor was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.